Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman flx device. The device was received sealed in the pouch and the pouch was in the shelf carton/box. The pouch was microscopically, visually and tactile inspected. Inspection revealed a hair like foreign material that was approximately 17 mm in length. All four seal sides were inspected and they were found complete and intact. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported that a hair was observed in the pouch of a 20mm watchman flx closure device. The device was not used.